Manufacturer narrative:
A spacelabs technical support representative walked the user through performing a hard reboot of the xhibit central station. However, before any actions were performed, the customer stated the issue resolved on its own. Cause of failure was not determined. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central station had become frozen. There was no patient or user harm associated with this event.